Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Reported event was confirmed by review of one g7 arcom xl liner was returned and evaluated. Visual examination of the returned product identified scuffing on the outer diameter. There is impact marks under the angled portion of the scallops and one scallop has material shaved off. The damages were likely caused during an attempt to impact the liner with the shell. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmerbiomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown cup, pn unknown, ln unknown. Multiple MDR reports were filed for this event, please see associated reports 0001825034-2019-03505. Customer has indicated that the product has returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a liner would not insert into the a cup for an initial procedure. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available